Manufacturer narrative:
The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion the iab was difficult to advance. The iab was removed and therapy was discontinued. Severe calcification was noted in the patient vessel. No patient injury was reported.